Event description:
It was reported that a pt with an interstim device, which was turned off, went through a security gate. After the security gate exposure, when the pt turns the device, on the stimulation is in the wrong location. Further info is being requested from the hcp.